Event description:
The customer reported that when an exposure was attempted, the system exhibited an error and required a reboot. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The control panel encoder was evaluated and replaced. The collimator calibration was performed. The system was tested and found to be working as intended and returned to service.